Manufacturer narrative:
After an unknown guidewire crossed the lesion, a 018¿ 3mm x 4mm 40cm high pressure (hp) slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was used; however, it ruptured at approximately 10 atmospheres (atm). Therefore, it was replaced with a new unknown balloon catheter and the procedure continued. There was no reported patient injury. The device was not returned for evaluation as it was discarded. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. Without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
After an unknown guidewire crossed the lesion, a 018¿ 3mm x 4mm 40cm high pressure (hp) slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was used; however, it ruptured at approximately 10 atmospheres (atm). Therefore, it was replaced with a new unknown balloon catheter and the procedure continued. There was no reported patient injury. The device will not be returned for evaluation as it was discarded.